Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that his daughter experienced high blood glucose level. Customer's blood glucose value was 564 mg/dl at the time of the incident. Customer states that insulin pump alarmed for insulin flow blocked alarm. Customer reports event was resolved by changing complete set. The customer declined troubleshoot for high blood glucose. Customer will not return device for analysis.